Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 80% stenosed lesion in the left common iliac artery. A 6.0x80mmx80cm absolute pro self-expanding stent system (sess) was advanced into the 6f introducer sheath, to the target lesion where the marker position for the 80mm long stent was confirmed. During deployment the physician noticed that the stent seemed to be longer than expected, and during further deployment it went into the introducer sheath and out of the patient. The device became stuck in the introducer sheath. After deployment the physician measured the stent to be 130mm in length per fluoroscopy. The stent had to be surgically removed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance, difficult/ delayed activation and defective device- oversized were unable to be replicated in a testing environment due to the condition of the returned device. The stent was returned deployed. The stent was returned mangled, there were broken struts from both separated ends. The distal end of the stent was separated and was returned. The proximal end of the stent appeared to have been separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment interactions with the mildly calcified, moderately tortuous and 80% stenosed lesion and/or the stent was inadvertently deployed too quickly resulting in the reported stent stretching (measured the stent to be 130mm in length per fluoroscopy); thus resulting in the reported difficult or delayed activation/deployment and the reported difficult to advance as the stent went into the introducer sheath. The noted multiple stent damages (mangled, broken, separated) occurred as a result of the stent being surgically removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.